Event description:
It was reported to philips that the xl + has a solid red x and sounds when not connected to the ac power (battery only). There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.